Event description:
Customer reported that the pilot balloon separated from the inflation line. The lma was in use. Physician reported that the lma was removed and replaced it with another lma with no patient injury or problem. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed.